Manufacturer narrative:
E1. Initial reporter phone (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the pump had an error of system failure force sensor test. The high-priority error occurred upon power on. There were no patient involvement and no patient harm. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially affect the patient.